Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced elevated blood glucose (bg) levels up to 400 mg/dl. The customer would deliver boluses and change supplies to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.